Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a patient experienced remnant cortex during surgery in the left eye during a procedure. Another surgery was performed a month later to remove the cortex. Additional information has been requested but not expected.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the surgeon reported that remnant cortex was noted in the patient's left eye post-operatively. The patient was a (B)(6) female. The surgery date was (B)(6) 2016. Additional information received noted the surgeon is not blaming any device. Etiology of the remnant cortex was unknown. The patient underwent removal of the residual cortex on (B)(6) 2017. The customer noted the current status of the patient was resolved. The customer did not request service for the system. No samples returned for evaluation. There is no evidence contained within the reported information at this time that indicates that the design or performance of the centurion system contributed to the event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturer internal reference number is: (B)(4).